Event description:
It was reported that the patient had a vt ablation. The physician reported that the device delivered therapy successfully during the ablation. Three hours post ablation, the patient went into a vf electrical storm. The device successfully shocked and terminated the vf, but several minutes later, the vf storm continued and shocks were not successful. The rhythm was terminated with external defibrillation. The next day, device interrogation revealed back-up vvi mode. It was not known what caused the back-up vvi mode. The device was explanted and replaced. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of backup vvi was confirmed in the laboratory and was caused by a power-on reset. The device was tested on the bench as well as using automated test equipment and the hv output circuit was found to be damaged. The cause of the damaged hv output circuit and power-on reset could not be determined.